Manufacturer narrative:
The pump was received with a stained end cap sticker and intermittent button response due to a flattened dome switch. Unable to perform the displacement, basic occlusion, occlusion or prime tests due to intermittent button response. No loose drive anomaly was noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 521 mg/dl. Patient's other blood glucose value: 493 mg/dl. The customer stated that the drive support cap was flush. The device is expected to be returned for analysis.